Event description:
It was reported by the customer that a pyxis medstation es system fridge lock was not working. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by smart remote manager failure. A field service engineer assisted to recovering a smart remote manager. The system functioned as intended after the field service engineer troubleshot the device.